Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. During functional testing, a leak was observed at the tube luer junction. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. The probable cause is due to insufficient solvent coverage application during assembly. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode.

Event description:
It was reported that there was liquid leakage from the connection part between the tube and the connector during priming. There was no patient involvement.